Event description:
The reporter indicated that loss of capture was observed during transtelephonic monitoring when the magnet was applied. Loss of capture was seen during all of the "tmt" and subsequent asynchronous beats. The pt was brought in for analysis. The "iegm's" show noise in the ventricular lead. High ohms were also seen on the telemetry.